Manufacturer narrative:
(B)(4). The customer called philips to report spontaneous power on/invalid energy select/power control indication. There was no report of pt involvement. Philips informed the customer that this device has been out of support life since (B)(6) 2006. Parts and service are no longer available for this device. Based solely on the customer's report we will consider this to have been a malfunction. The device can no longer be repaired and the specific cause of the malfunction cannot be determined.

Event description:
The customer called philips to report spontaneous power on/invalid energy select/power control indication. There was no report of pt involvement.